Event description:
Caller reported they have observed that the infusion sets are not sticking enough and is causing leaks at the site. They use skin prep but it doesn't seem to help. Mother stated sometimes the adhesive doesn't seem to stick enough and she has to press it firmly down all around the adhesive pad. She mentioned that on (B)(6), the school called her that the patient's readings were high. They treated her by changing the infusion set and gave her an injection with a novolog pen. Her highs at that time had reached the 590s. The patient is only (B)(6) years old, so the parents or school nurses do it all the handling of the pump for her. Infusion set was discarded. No return was requested; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.